Manufacturer narrative:
The event description, the customer reported to ams did not indicate a potential pt safety issue. The device was subsequently returned to ams and analyzed. The info from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap fractured and partially broke off. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010, there was diminished fiber vaporization at 13,258 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap fractured and partially broke off.